Event description:
It was reported that the customer has had high blood glucose levels for the last couple of days. Customer's family member said she had ketones and was vomitting. Recommended seeking medical attention immediately. Later, co's technician called the customer's home and was informed that she had been hospitalized. Requested that customer contacts the product helpline once she is stabilized.